Manufacturer narrative:
(B)(4). Oxf anat brg lt md size 4 PMA, item# 159548, lot# 542040 oxf uni tib tray sz b lm PMA, item# 154720, lot# 738390 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision surgery of the left knee due to unknown reason approximately five and a half years post implantation. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision surgery of the left knee due to the tibial component collapsed, approximately five and a half years post implantation. It was not confirmed what led to that event, however the patient required a revision to a total knee. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories identified additional similar complaints for the reported items and no additional similar complaints for the reported part and lot combinations. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.